Event description:
It was reported that a revision was performed due to loosening.

Manufacturer narrative:
The affected devices were returned and evaluated. The complaint noted 'aseptic loosening; failed tibial component right knee. The legion knee components were examined visually, dimensionally, and functionally. No destructive testing was carried out. There was evidence of bone cement on the returned tibial tray inferior surface. The bone cement was well bonded and no signs of loosening were observed with the application of force. The superior surface of the tibial baseplate showed signs of scratching. There were scratches along the rim of the tibial baseplate, which were most likely sustained during removal. There were also scratches on the stem, which were also most likely sustained during removal. The legion insert showed signs of pitting and scratching on the articulating surface, which indicates the presence of third body debris. The insert also showed deformation at the anterior lock detail, indicating that it was properly mechanically locked into the tibial tray. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.